Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 50 mg/dl. Reportedly, customer alleged that the pump miscalculated a bolus which lowered their bg level. Reportedly, customer required assistance from their family members by providing glucose tablets to address bg level. Systems check with tandem technical support verified the pump was functioning as intended.